Event description:
A distributor reported a malfunction incident in france involving a customer's device, though no specific error code was noted by the customer. There was no information provided about any adverse impact on the customer's blood glucose level. No additional information regarding the outcome of the event was provided.